Manufacturer narrative:
A product investigation is in progress.

Event description:
Tampon shredding inside - vagina [foreign body in reproductive tract] tampon string tugs off, tampon shredding [device breakage] cotton is shredding inside when I go to remove (tampon) [complication of device removal] consumer reported via social media that the strings tug off, and the cotton shreds inside of her when removing the tampons. No serious injury was reported. Follow-up: product return identified as ontex product. Please see report 1216894-2021-00015 since the product involved in this complaint was not manufactured by tambrands manufacturing, inc. In auburn, maine, USA.

Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Tampon shredding inside - vagina [foreign body in reproductive tract]. Tampon string tugs off, tampon shredding [device breakage]. Cotton is shredding inside when I go to remove (tampon) [complication of device removal]. Case description: consumer reported via social media that the strings tug off, and the cotton shreds inside of her when removing the tampons. No serious injury was reported.